Event description:
It was reported that this inflatable penile prosthesis was not inflating. There was a fluid leak in the right cylinder. The device was removed and replaced. No patient complications were reported.